Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor was bubbled/torn/loose. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "downstream occlusion (dso) sensor was bubbled/torn/loose" was verified by visual testing. The cause was a delaminated dso seal. Replaced the dso seal to correct the issue, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.